Event description:
On dec 16, 2008, brainlab was made aware by the customer of the following occurence: the pt was positioned at the linear accelerator using the room lasers. The user wanted to additionally verify the position of the pt at the linear accelerator by using the brainlab exactrac device. A decision was made to not continue to use exactrac, and thus the pt positioning workflow was not completed. The user did not re-adjust the pt back to the initial, intended treatment position by means of the room lasers before irradiating the pt in the incorrect position.

Manufacturer narrative:
The hosp states to have sent a report to (B)(6). According to the hosp: the pt and the referring physician were notified. The list of potential effects include: blindness and panhypopituitarism. The list of potential, but less likely, effects includes paralysis and death. Baseline examinations of the pt by subspecialists in these areas at the institution have already begun. User did not report any malfunction of the brainlab device.